Event description:
The reporter indicated that the screen of his (B) (4) hand held device would not illuminate despite the performance of soft and hard resets. The device was returned to the MFR and is currently awaiting analysis.